Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the third firing to resect the stomach, the reload partially fired. The staple line was incomplete at the distal end. The staples halfway through the staple line were unformed. The I-beam was retracted and a new handle and reload were opened to complete the staple line. No patient injury or extension in surgical time.